Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 11/17/2014 with the following findings: a power loss was not duplicated during the investigation. The battery compartment was intact. A defect was found to the battery cap, but the cap was still able to attach to the pump. There were multiple 052/054 alarms observed in the device's black box on 09/04/2014 and 09/05/2014. Pump reboot events were observed in reference with clearing the 052/054 errors. The pump was exercised for 24 hours with no reboot, loss of power or call service alarms duplicated. No "intermittent power" events were duplicated during investigation. There was evidence of moisture contamination observed inside the pump. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging an intermittent power issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.